Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy during post-surgery in recovery due to lead migration. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored post-surgery.